Event description:
A malfunction alarm, identified as malf 0, was reported by the customer. There was no adverse impact on the customer¿s blood glucose level, as it was confirmed to remain below 500 mg/dl (27.7 mmol/l). Technical support provided information to reset the pump and assisted the customer in doing so. The malfunction did not recur after the reset, and the customer was advised to continue using the pump while monitoring for any further issues.